Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited low pacing impedance which trended downwards over time, noise and myopotentials oversensing which resulted in pacing inhibition. The noise oversensing was reproducible. The rv lead was explanted and replaced. The patient was in stable condition.